Event description:
The doctor indicated that the abutment screw fractured post restoration.

Manufacturer narrative:
The component was not returned therefore the complaint could not be verified. The review of the product history of this component did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.